Manufacturer narrative:
(B)(4). Evaluation summary: visual and functional inspections were performed on the returned device. The reported foot break was confirmed. The loss of arterial access could not be confirmed as it was based on operational circumstances. The investigation determined the reported difficulties appear to be related to calcification at the access site and the treatment appears to be related to circumstances of the procedure. The reported patient effect is a known inherent risk of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). The device was used in a calcified common femoral artery access site. The instructions for use, states in contraindications (lesion): patients exhibiting calcification which is fluoroscopically visible at femoral artery. [Breakage may occur]. Per the instructions for use, [precautions for use]: patient selection and treatment - patients with prior intra-aortic balloon pump at access site. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the heavily calcified left common femoral artery was attempted using a proglide device with an 8f sheath after a procedure to remove an intra-aortic balloon pump (iabp) catheter for control of heart failure. Reportedly, when the plunger was depressed, the foot was broken and the device came out of the vessel. The patient went into shock due to excessive bleeding. Hemostasis was achieved by applying manual arterial compression and the shock was resolved. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reported to be trained in the use of the proglide device. No additional information was provided.